Manufacturer narrative:
Investigation summary bd has been provided with photos for catalog 300294 lot 1907501 to investigate for this record. Visual examination of the photos show a case carton of reference #300294 (discardit 10ml with shelf cartons of discardit 20ml syringe inside. As a result, bd was able to verify the reported issue of mixed product. The origin of this complaint is related with a human error during the shelf carton loading of the secondary packaging machine. The two secondary packaging machines that produced the mentioned product are managed by the same operator, in this case due to a failure of good manufacturing practices, this operator introduced one shelf carton of discardit 20ml product in the machine producing the lot #1907501 (discardit 10ml), producing the reported issue. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that 2,400 syringe s2 10ml 21ga 1in experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: the distributor received a carton of 10ml discardit syringe. In the carton there were two types of boxes viz 10ml and 20ml. In both boxes syringe was of 10 ml only. This is a error in use of appropriate boxes for packing syringes.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2,400 syringe s2 10ml 21ga 1in experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: the distributor received a carton of 10ml discardit syringe. In the carton there were two types of boxes viz 10ml and 20ml. In both boxes syringe was of 10 ml only. This is a error in use of appropriate boxes for packing syringes.